Manufacturer narrative:
(B)(4).

Event description:
A talent taa stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm in zone three. The proximal neck was 27 mm in diameter and 32 mm in length. The left common iliac artery was 11 mm in diameter and the right common iliac artery was 12 mm in diameter. The right and left external iliac and femoral arteries measured 9 mm in diameter. It was reported that a CT with contrast observed a proximal type I endoleak. The physician stated that the endoleak was due to lack of adequate landing zone. An intervention was performed and a valiant stent graft was implanted, resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. The investigator assessed the proximal type I endoleak as not device but procedure related.